Event description:
Customer alleged broken weld where the seat comes down. No injury alleged.

Manufacturer narrative:
Unit was purchased online through (B)(4). Consumer was referred to a dealer in her area.